Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient has a known pump thrombosis and is now experiencing high watt alarms.  The patient updated the vad team as they are refusing to go to hospital for therapy and requested to have the alarms silenced.  The patient would like to die at home peacefully.  The vad remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The controller (B)(4) was returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional checks. Internal visual inspection conducted with no anomalies noted. The controller display worked as intended with no anomalies observed. Additionally, supplemental testing was performed and the controller was allowed to run for an extended period of time; results revealed that no anomalies were observed with the thermal readings of the controller and no overheating was detected. Log file analysis revealed an increase in power consumption starting on (B)(6) 2024. This was followed by additional increases in power consumption from (B)(6) 2024 through (B)(6) 2024, leading to parameters above normal operating range and reaching up to 38 .6 watts (w). Review of the event file revealed that the high watt alarm limit setting was increased to 25w on (B)(6) 2024, which correlates with the reported attempt to silence the alarms, as described in the event details. In addition, one-hundred (100) controller fault alarms were logged on (B)(6) 2024 due to a fault in the controller¿s active power selection (aps) circuit. Of note, the alarms were intermittent and cleared within seconds. The aps circuit manages the selection of the active power source. During these alarms, the controller was still able to provide power to the pump using both power sources connected. The controller was in use during high power consumption conditions for an extended period outside of the controller¿s normal operating range, likely causing it to overheat. As a result, the reported high power event was confirmed. The reported thrombus event could not be confirmed due to insufficient evidence. The reported ¿melted display¿ event could not be confirmed. The reported controller overheating event and observed controller fault alarms could not be replicated during bench test. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. This increased power consumption operation likely resulted in the reported controller overheating and observed controller fault alarms due to the controller operating outside normal operating range. Per the instructions for use, thrombus and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s history of cardiomyopathy and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller d4: (B)(6), d9: yes, return date: 06-june-2024, h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0. D4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2022 / serial or lot#: (B)(6) UDI #: (B)(4). D9: no. H3: no. H4: mfg date: 09-nov-2021. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was on palliative care and subsequently expired. It was also reported that the controller "heated up so much that the display melted."

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.